Event description:
The advocate stated, the customer received a blood glucose reading of "hi" from her contour meter and a reading of 121 mg/dl from another meter. The difference between the readings falls in the "d" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged. The advocate declined to troubleshoot and insisted the meter be replaced. No product will be returned. A replacement meter was sent to the customer.